Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous and 80% stenosed distal popliteal artery. The 0.018 guide wire passed the lesion with success after which the 4.0 x 40 mm armada 18 balloon catheter was advanced and inflated for predilatation of the lesion. During withdrawal of the balloon catheter resistance was felt between the balloon catheter and the guide wire. Both the balloon catheter and the guide wire were removed as one unit from the patient. The same type of guide wire and balloon catheter were used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.